Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a fluid leak at the baths of the coulter ac.t diff analyzer. The field service engineer (fse) inspected the instrument and found the leak at both baths of the instrument. The fse found that the valves for the baths drain were not working. The fse replaced the valves and verified the repairs per established procedures, after which overall instrument performance was verified to ensure that the services performed effectively resolved the instrument issue. The cause of the leak is attributed to the valves of the baths drain not opening fully. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.